Event description:
It was reported that during removing a patient from the ambulance, the stretcher dropped down approximately a foot onto the bumper, but did not hit the ground. It was reported that the safety bar did not catch on the safety latch. This issue is likely associated with operator error due to user statements indicating that only one operator was unloading the cot. No product failure was detected. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.